Manufacturer narrative:
An event regarding abnormal ion level involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: not performed as no lot was provided. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on 5/12/2020: the plaintiff alleges that the left abg ii modular hip stem implanted on (B)(6) 2011 failed due to elevated levels of cobalt and chromium revealed and bloodwork. Revision not yet scheduled.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on 5/12/2020: the plaintiff alleges that the left abg ii modular hip stem implanted on (B)(6) 2011 failed due to elevated levels of cobalt and chromium revealed and bloodwork. Revision not yet scheduled.